Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted one mitraclip was previously implanted and the patient returned due to a progression of disease. An nt clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The unchanged mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.